Manufacturer narrative:
Related components: model 72404162, lot 831721003. Model 72401850, lot 111675009.

Event description:
It was reported that the patient is experiencing dissatisfactory results with his inflatable penile prosthesis(ipp) device. The patient was seen in (B)(6) 2019 and tests of erection and inflation of the prosthesis were performed and at the time it was identified that the device only partially fills and shows a defect. The patient is still dissatisfied and reports that his penis is swollen and in pain and suspects the migration of the ipp. The patient is requesting a replacement of an ipp for an ambicor penile prosthesis(app) and the revision is approved by the physician.